Event description:
It was reported the patient's spectra penile prosthesis was removed due to dissatisfaction - 'tips to close to end' and replaced with an inflatable penile prosthesis. Additional information was requested and not provided. No patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4)